Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticm5_13.7, -3.0/+4.5/79 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found the lens to have no visible damage and clear residue on the lens surface. (B)(4)